Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on (B)(4) 1990 and was last repaired on (B)(4) 1994 for a non-relate issue. Evaluation of the device observed excessive wear to the leading edge of the head, nicks and scratches along the leading edge of the control bar, nicks along the handpiece casing and slight discoloration of the reciprocating arm. The device did not operate therefore, did not pass motor speed specifications. The calibration and motor speed tests were not performed due to the device not operating and the malfunctioning thickness control lever. Analysis revealed excessive corrosion to the reciprocating arm and interior of the neck. The cause of the reported issue was lack of preventative maintenance and improper handling by the user likely caused the damage to the head, control bar, thickness lever and corrosion to the reciprocating arm and interior of the neck, all of which likely caused the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was reported that the air dermatome handpiece tears up the tissue. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.